Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the active current test, sleep current test, and self test. Unit was monitored and no charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thus software. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. On adapt, low battery alert (104) was recorded on 10/08/2019 18:51:00.000 and on 10/11/2019 15:01:00.000. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. A calibration value was manually entered, and unit displayed the programmed value properly on the unit's graph. Pump was cut open to perform visual inspection and found¿moisture damage on pcba1 and force sensor. Test p-cap unable to lock in place properly due to retainer ring damage. The following were noted during visual inspection: missing o-ring (reservoir tube), partially broken retainer, cracked reservoir tube lip, broken belt clip rails, pillowing keypad overlay, and scratched case. In summary, customer concern for no communication (unresolved) and charge/battery lasts less than expected not confirmed. Unit passed testing within spec and no unexpected alarms were noted. Communication between pump and transmitter was successful. Moisture damage confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kpk was requested for return and the customer has returned the device.